Manufacturer narrative:
Summary of evalution: evaluation results could not verify the reported event and suggest that this event is not device related but rather is associated with intra-operative procedures.

Event description:
After impaction, blood was seen between the acetabular cup and liner. Another insert was available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.